Event description:
An endurant stent graft system was implanted in a patient for the treatment of an 83 mm diameter abdominal aortic aneurysm approximately 31 months ago. A type iib endoleak was discovered and was left uncorrected. It was reported that during a routine follow CT scan the right distal end of the stent graft was found to have migrated proximally 20 mm and the aneurysm was 88 mm in diameter. There was also evidence of a type ib (right limb) endoleak. The bifurcated stent graft was correctly in place. The physician implanted an endurant extension 1620120 in the right femoral artery and resolved the endoleak. The investigator assessed this event as procedure related and not device related. There was also a type iia endoleak and was left uncorrected. (B)(6) 2012- during another routine follow CT scan a type iia endoleak was discovered and was left uncorrected. No further information was provided.

Manufacturer narrative:
(B)(4). Results: stent migration, endoleak. Type ii endoleak. Conclusion: type ii endoleak.